Event description:
It was stated that the customer was hospitalized for high blood glucose. The reported blood glucose reading was 221 mg/dl during the phone call. It was also stated that the insulin pump alarmed motor error. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test due to a faulty force sensor. Unable to perform further testing due to the prime anomaly and motor error alarms.